Event description:
N/a

Manufacturer narrative:
Unique device identifier UDI: (B)(4). The valve was returned for evaluation. Device history record (DHR)- product code 82-3101 with lot ckkbr0 conformed to the specifications when released to stock on the 1st september 2009. Failure analysis- the valve was visually inspected: no defects noted. The position of the cam when valve was received was 60mmh2o. The valve passed the test for programming, flushing, leaking, reflux and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could be due to buildup of protein this may cause an occlusion; no occlusion was noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted via vp-shunt due to subarachnoid hemorrhage on (B)(6) 2009 with an unknown initial setting. In (B)(6), ventricular enlargement was observed, and gait symptoms worsened. Valve occlusion was suspected, and it was replaced with a new valve (certas) on (B)(6) 2020. The patient symptoms got better after the replacement.